Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, link, needles, and cuffs were not returned which limited the scope of this investigation. Inspection revealed a suture break at the posterior needle. There were no needle strike marks at the foot to indicate that the needles might have been deflected and struck the foot, resulting in the reported cuff miss. However, the suture break during the procedure would directly result in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to the reported cuff miss. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The proxy plunger was retracted successfully without observable resistance. Also, we were able to pull out the whole suture from the posterior needle slot without difficulty which could potentially result in the suture break at the posterior needle. No manufacturing or quality issue was detected and the root cause for the suture break could not be determined based on our investigation. A review of the device history record did not reveal any nonconforming material records associated with this lot. The instructions for use (IFU), under device placement section, states: perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.